Event description:
Device was leaking fluid between white spike and clear drip chamber. The pt was admitted in ICU after an aborted attempt to replace her mitral valve. One of the problems reported from the or team was hypotension. The invasive monitoring lines attached to her right radial line, pa and cvp line was noted to be leaking around the drip chamber where the white spike is attached to the clear drip chamber. This could potentially result in inaccurate readings. When the femoral arterial line pressure was initially compared to the radial line the femoral line was higher and had a better wave form. The lines were changed and accurate readings were once again obtained.